Event description:
Hcp reports pt with parkinson's disease, and a history of anxiety and depression, developed mania in 2006 approx 1 mo after stimulator implant and device activation. Physician indicated the device was shut off and the pt started on seroquel medication. The pt's condition improved. The hcp indicated that they intend to gradually retry dbs therapy. No report rec'd of device explant or other surgical intervention and the product has not been returned to the MFR for analysis. Hcp reports the pt has subsequently recovered without sequela.